Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During an ablation procedure, there was no ability to select the ¿simplicity¿ option on the touchscreen. The procedure was cancelled.